Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit will not run on ac power. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The event date was not specified, estimate used.

Event description:
Customer contacted technical support (ts) stating that unit will not run on ac power. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The event date was not specified, estimate used.

Manufacturer narrative:
G4: 10oct2019; b4: 10oct2019. The field service engineer performed troubleshooting and confirmed the reported problem. Customer was not able to run on a direct current (dc) power. The field service engineer replaced the power management (pm) board and power supply to resolved the problem. Unit passed all required tests after repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 12oct2019. Unable to replicate the failure. Cycle testing did not replicate reported failure. All leds operate normally. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.